Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtmc2d1 crt-d implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the hospital with their device alarming. They admitted the patient and found that a lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and impedance variation. There was one high pacing impedance, and possible undefined pacing impedance, there was oversensing of non-physiological noise, and stored egm (electrogram) shows inhibition of pacing and no intrinsic rhythm with longest inhibition of 2.6 seconds. It was noted that it was not possible to reproduce the noise. Additionally, it was observed that on the egm one ventricular sensed episode showed markers only.  It was noted that the patient did have syncope a few days ago when reaching for an item. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead was implanted after the use before date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.